Event description:
The customer reported to baxter canada that an intermate sv100 was missing the blue cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time. This is report 1 of 9 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.